Event description:
Patient representative reported patient experienced ¿stress and anxiety related to her flawed allergan implants¿ and ¿mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl.¿ healthcare professional reported right side "exchange of textured device due to patient's concern with product." Healthcare professional later reported "hole in radius (edge). Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "fear of bia-alcl.¿

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed, an opening in the anterior side assessed as surgical damage and have a smooth opening in the radius side assessed as to smooth opening. Additional observations: crease fold observed in the device wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Patient representative reported patient experienced ¿stress and anxiety related to her flawed allergan implants¿ and ¿mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl.¿ healthcare professional reported right side "exchange of textured device due to patient's concern with product." Healthcare professional later reported "hole in radius (edge). Device has been explanted and replaced.